Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient had a pubovaginal sling with autologous rectus fascia procedure on (B)(6) 2003. The patient had many revisionary procedures to remove the mesh in the surgeon's offices, and had a surgical procedure to remove the mesh on 03/09/2004 due to erosion, pain, infections and drainage. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic adhesions and stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced pelvic adhesions and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.